Event description:
It was reported that the intra-aortic balloon (iab) would not inflate after it was inserted into the pt. As a result, the iab was removed and another iab was inserted. The second "iab did not inflate immediately, however, the membrane did inflate eventually." The dept disposed of the iab.

Manufacturer narrative:
Sample will not be returned for eval.